Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The measurements went back to normal the following day. The device remains in service. No adverse patient effects were reported.